Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged three days post implant procedure. Ra lead was turned off and the reposition is planned. No patient complications have been reported as a result of this event.